Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10j13084) and no issues were found related to the reported condition during the manufacture of that lot. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous report by a consumer with supplemental information from a nurse in the USA of diverticulitis, peritonitis with culture positive for klebsiella, breathing was labored, and fatal myocardial infarction in a (B)(6) male coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient was diagnosed with peritonitis. On an unreported date, the patient was started on vancomycin ip (dose and frequency not reported), gentamycin ip (dose and frequency not reported), and oral antibiotics (drug, dose, and frequency not reported). The patient was hospitalized on (B)(6) 2011 for the diverticulitis and peritonitis. Treatment for the diverticulitis and peritonitis was not reported. On (B)(6) 2011, the patient was recovering from the diverticulitis and peritonitis. On (B)(6) 2011, the patient experienced a myocardial infarction which was precipitated by labored breathing, and the patient died. Dianeal therapy was ongoing at the time of death. It was not reported whether an autopsy was performed, or whether the labored breathing resolved prior to the patient's death. The consumer reported the cause of death as myocardial infarction (onset not reported). Dianeal therapy was ongoing at the time of death. The nurse reported the events of diverticulitis, peritonitis, labored breathing, and myocardial infarction were not related to dianeal therapy. The nurse reported the peritonitis was a "direct result" of the patient not draining his peritoneum prior to the colonoscopy. This is report 2 of 3 involved in this peritonitis event.